Manufacturer narrative:
Follow-up #1: date of submission 06/17/2014. Device evaluation: the insulin pump has been returned and evaluated by product analysis on 06/12/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found evidence of short battery life with multiple low and replace battery warnings in alarm history. Investigation found that the threads area of the battery compartment was cracked and the coin slot on the battery cap was stripped. The pump power on with the returned battery cap and functioned properly. A rewind/load/prime sequence was executed without incidents. The electrical current draws were within specifications. The pump casing was opened and no evidence of moisture intrusion was found inside the pump. The reported battery life issue was verified in the black box and the cap/casing issue was confirmed during the investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. Reportedly, the battery life was less than expected. The battery cap was allegedly worn and the battery compartment was damaged. The reporter stated that there was no evidence of moisture/corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.